Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left anterior descending artery. A 3.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during inflation the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left anterior descending artery. A 3.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during inflation the balloon ruptured. The device was completely removed from the patient and the procedure was completed with anotehr of the same device. No patient complications were reported. Returned product consisted of a nc emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole in the balloon 6mm from the tip. There is blood present in the guide wire, inflation lumen, and balloon. The balloon is loosely folded. Inspection of the remainder of the device

Manufacturer narrative:
Age at time of event: 18 years or older. Initial reporter city: (B)(6). This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/14/2018 05:29 pm CT.the report number is being corrected from: 2134265-2018-64348to: 2134265-2018-62101.